Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. Kenosha facility as part of a (B)(4). Lot in december of 2015. This instrument was not returned for evaluation but we did receive a picture and it shows the end of the tube assembly where the jaws are attached is bent and damaged and one jaw is off of the instrument and the pivot pin is popped loose and partially sticking out of tube assembly thus we are able to validate the alleged complaint. Parts were 100% visually inspected and tested at the tecomet, inc. Kenosha facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the tube assembly to be bent/damaged and jaw pivot pin to be popped and the one jaw to be off the instrument, but mishandling at the customers facility is suspected . No corrective action required . Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contri buted other remarks: to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided.

Event description:
During ligation the pin that holds jaws loosened and the hinge broke then one of side of the jaw came off the applier. No debris fell into the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During ligation the pin that holds jaws loosened and the hinge broke then one of side of the jaw came off the applier. No debris fell into the patient. There was no patient injury.